Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation was updated as the device was returned. H11 additional manufacturer narrative was updated as the device was returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Additional information has been provided in h3, h6, h9, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue was attributed to sensor damage during interaction with the shockwave device based on the returned product investigation and provided clinical details; however, the nature of the sensor damage could not be determined due to missing field information regarding the distance between the shockwave device and the sensor face at the time of placement signal loss.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via right percutaneous femoral artery for mechanical circulatory support. During percutaneous coronary intervention of the left anterior descending (lad) artery, the placement signal and left ventricle signal disappeared. This was during shockwave therapy of the lad. The patient¿s vital signs were looked at during the last portion of the intervention. The device is available if needed for investigation. No patient harm was reported. The procedure was successful with this device.